Event description:
The physician attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion to the lad. Device could not cross the lesion and the stent became deformed and had to be removed. No clinical sequelae were reported. Evaluation summary: the stent was positioned between marker bands as per spec; multiple stent struts were raised, damaged and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: lesion morphology - severe calcification, 85% stenosis. Failure to deliver stent and stent deformation. Conclusions: lesion morphology - severe calcification, 85% stenosis. (B)(4).